Event description:
A customer reported that the battery of their t:slim x2 pump would not charge, despite using the tandem charging cable and wall adapter. Initially, attempts to resolve the issue with an alternative charging cable failed. There was no adverse impact to the customer¿s blood glucose level reported. Eventually, the problem was resolved after the customer contacted technical support; the battery was restored to full capacity, though the screen appeared different. During the incident, a power source alert was noted, and technical support confirmed alerts related to low power and shutdown in the pump¿s history. Technical support advised the customer that they would follow up regarding the replacement supplies to confirm the resolution of the battery issue. Reportedly, using different charging supplies resolve the issue,